Event description:
It was reported that the device clinic treating health care professional (hcp) placed a call to technical services (ts) for further review of the pacemaker presenting electrogram (egm) with concerns of inappropriate cross chamber blanking of patient atrial fibrillation (af) arrhythmia. Upon review, ts observed undersensing of the patient true atrial arrhythmia due to device current programming settings. Ts provided the hcp with programming optimization recommendations. At this time, the pacemaker remains in service. No adverse patient effects were reported.